Manufacturer narrative:
Device evaluated by MFR.: the returned comet ii was analyzed and the reported event of device fracture was confirmed. Device analysis confirmed the tip of the wire was unraveled/stretched and a portion was detached just distal of the sensor housing. The detached portion was not returned for analysis. The appearance of the unraveled/stretched tip is consistent to damage that can be caused from interaction with another device or patient anatomy during the procedure or withdrawal. As it was reported that there was no damage to the device prior to use and that the damage was discovered after withdrawal from the patient, it is most likely that the damage was caused due to procedural factors during withdrawal of the device.

Event description:
It was reported that a portion of the guidewire was shredded. A procedure was being performed for diagnosis of coronary artery disease in the left anterior descending artery using a comet ii guidewire. Access was gained via the right femoral artery. There were no device issues present upon opening the package and the procedure went without complication. After withdrawal of the comet ii guidewire, the scrub technician noticed a piece of shredded wire from the comet ii device on top of the guide on the back table. The shredded wire piece was approximately 5cm from the tip of the comet ii guidewire. There were no components left inside the patient. There were no patient complications.

Event description:
It was reported that a portion of the guidewire was shredded. A procedure was being performed for diagnosis of coronary artery disease in the left anterior descending artery using a comet ii guidewire. Access was gained via the right femoral artery. There were no device issues present upon opening the package and the procedure went without complication. After withdrawal of the comet ii guidewire, the scrub technician noticed a piece of shredded wire from the comet ii device on top of the guide on the back table. The shredded wire piece was approximately 5cm from the tip of the comet ii guidewire. There were no components left inside the patient. There were no patient complications.

Event description:
It was reported that a portion of the guidewire was shredded. A procedure was being performed for diagnosis of coronary artery disease in the left anterior descending artery using a comet ii guidewire. Access was gained via the right femoral artery. There were no device issues present upon opening the package and the procedure went without complication. After withdrawal of the comet ii guidewire, the scrub technician noticed a piece of shredded wire from the comet ii device on top of the guide on the back table. The shredded wire piece was approximately 5cm from the tip of the comet ii guidewire. There were no components left inside the patient. There were no patient complications.